Event description:
It was reported that a pt underwent a gynecological procedure to treat urinary incontinence, cystocele, enterocele and vault prolapse on (B)(6) 2008 and mesh was implanted. The pt underwent mesh removal/revision on (B)(6) 2008 and (B)(6) 2012 to address complications. The patient is experiencing daily bleeding, dyspareunia, incontinence and pain. No add'l info was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on along with concurrent repair of cystocele stage 2 with paravaginal defects, and rectocele with graft/prosthesis, cystoscopy, enterocele with graft due to sui, cul-de-sac with graft/prosthesis, stage 2 vault prolapse. It was reported 10/14/2008 1x1 cm anterior exposure: very small exposure posteriorly a review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient experienced infection, urinary problems, bowel problems, recurrence, bleeding, and dyspareunia. No additional information was provided.